Event description:
New information received notes that the issue was discovered when the patient was in hospital for an unrelated surgery. The hv impedance was borderline low. An episode of inappropriate antitachycardia pacing therapy for supraventricular tachycardia was also noted. No programming changes were made. The patient was set up with a home monitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation prior to an unknown procedure, an alert for decreased hv lead impedance was observed. It was noted that the impedance had been trending down over the past year. There was no variation in impedance measurements when isometrics were performed. Lead will be monitored. Patient¿s condition was stable.